Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received 4 photos and one 20gx1.16in insyte autoguard bc device from lot #4290660. The unit in the photo appears to be the returned physical unit. One photo showed the needle in the extended position. Two photographs show the needle retracted in the barrel. A gross visual inspection of the physical sample shows that the unit is not sealed in its packaging and does not have physical defects. The needle had been fully retracted in the barrel. The needle was then pushed out, the safety button was activated, and needle retraction test was performed. The needle instantly retracted in the barrel. Your reported issue was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc global pnk 20ga x 1.16in safety mechanism failed it was reported that the safety mechanism did not work properly.